Manufacturer narrative:
The investigation into the reported issue has been completed. Product was not returned for review. The cause of packaging issues - sterility was most likely use related since the pump became unsterile during unpacking of the device and was stated to be a user error.

Event description:
The complainant reported that a 5.5 pump being prepared for a study/impact patient. During unpacking of the device, there was a noted "user error" and the device became unsterile. The device was replaced. There was no patient harm.